Event description:
It was reported that during a follow up, the device could not be interrogated. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported no communication was confirmed and was due to low battery voltage. With an external power supply attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and an internal battery anomaly was found to cause the premature battery depletion that led to the loss of communication.